Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited alarm "checking tubing or site for blockage". The patient reported that the pump alarmed 3:30am stating "checking tubing or site for blockage" and upon inspection was unable to find any issue and had to redoing the cartridge change. Subsequently, the patient switched to back up pump. The main pump was replaced. No reported adverse effects.

Manufacturer narrative:
Additional information: it was also reported that the infusion was lide sustaining. Aware date of device analysis is 03/22/2019 : one cadd-ms® 3 ambulatory infusion pump was returned for analysis. One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported issue of an alarm was unable to be duplicated. A cartridge was loaded, and the device ran for an extended period of time with no issues occurring.